Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance 444 washer and spoke with user facility personnel regarding the reported event. The technician was informed that the facility personnel attempted to use the washer while maintenance activities were being completed by the facility's engineering department. The maintenance prevented the door function from operating properly; however, user facility personnel manually pried the door open to continue use resulting in the reported event. User personnel stated that as soon as the maintenance activities were completed the washer's door was found to be operating properly. While onsite the technician counseled user facility personnel on not attempting to use the washer while maintenance is ongoing. No additional issues have been noted.

Event description:
The user facility reported that the reliance 444 washer door shut on an employee's fingers. The employee did not seek medical attention and returned to work.